Event description:
It was reported that during a da vinci-assisted surgical procedure, the electrosurgical unit (erbe) display went off. The technical service engineer (tse) checked the error logs and no error logs found related to the complaint. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unable to proceed with the surgery due to erbe display issue. The issue was resolved by the field service engineer (fse). The fse guided the customer to replace the erbe. The procedure was completed robotically by replacing the erbe. The patient demographic information was requested, but not available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit. The system was tested and verified as ready for use. Isi has requested the integrated electro surgical unit involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and no error logs were found related to the complaint. This complaint is being reported as a reportable malfunction event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion. Blank MDR field information: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. Field is not applicable because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10 intuitive surgical, inc. (Isi) received the the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and reproduced the customer reported complaint. The iesu will power cycle repeatedly. The iesu was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.